Event description:
The customer reported via email, that insulin leaked from the reservoir into the reservoir compartment. Attempted to call the customer several times, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.